Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the image on the scope portion was not working and the image was black and sometimes showed rainbow colors. The issue occurred during a diagnostic endobronchial ultrasound procedure. The procedure was successfully completed using an olympus back up device. There was no patient injury reported.